Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 28 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion; however, it was noted that the shaft snapped between the stent and the hub. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.